Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation it was found that the platen was visibly bent and damaged. The pump failed the 40 psi test, but did not exhibit free flow. The pump did over infuse due to the pump platen being bent. The damage to the platen was caused by impact damage. The curlin pump does contain a warning label that states "warning: impact may cause damage. If dropped, pump must be checked for accuracy prior to use."

Event description:
The initial reporter stated that the pump "pressure drops very quickly during the 40 psi test." The initial reporter did state that this occurred during testing and there was no patient involved. [Complaint-(B)(4)].